Event description:
It was reported that an ilet user experienced loss of connectivity between the ilet and a dexcom g7 sensor after unplugging the pump to charge, and pairing attempts including re-pairing and switching between g6 and g7 were unsuccessful; the user was instructed to restart the ilet and to contact dexcom support if pairing did not resume. Symptoms included interruption of cgm data to the ilet with impending dosing suspension. Outcomes included dosing projected to stop soon due to continued signal loss. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed communication failure between the cgm transmitter and the ilet as the suspected cause, limited to signal loss to the ilet. It was concluded that the event was related to connectivity disruption without injury or medical intervention.